Manufacturer narrative:
Corrected data: the previously submitted MDR incorrectly reported that the patient device has been disabled.

Event description:
Information was received that patient has been seen again on (B)(6) 2016 and high lead impedance persists. It was reported that physician decided not to turn the generator off. The device remains on.

Event description:
It was reported that high impedance (>10000 ohms) showed on patient's vns device. It was reported that last known good diagnostics occurred in (B)(6) 2015 and the patient has maintained therapy. It was reported that the generator was switched off following the high impedance and the patient was referred for x-rays. No known surgical interventions have occurred to date.

Event description:
The patient had full replacement surgery and the post-op impedance values were within normal limits. Both products were reportedly discarded after surgery.